Event description:
Philips received a complaint on the v60 ventilator indicating that the battery had failed. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The authorized service personnel (asp) arrived at the customer site and confirmed the battery failure issue. The backup battery was replaced and the reported issue was resolved. The device was operational after repairs were completed. In a good faith effort (gfe) response, the asp clarified that the battery failure issue was an inability to fully charge. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17321.